Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the jaw came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25153369 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02dec2020 and an investigation was conducted on 21dec2020. A visual inspection was conducted. Signs of clinical use was observed. There were no signs of charred tissue and blood observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base but there was a disconnection on tip of the jaw. No other visual defects were observed. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.670 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent ;wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the jaw came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.